Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported two motor error alarms while delivering a bolus. Customer also stated that she received a no delivery alarm prior to the motor error alarms. Customer's current blood glucose reading is 210 mg/dl. No further information reported.